Event description:
Patient received a 3.0 x 23mm cypher select stent in the left anterior descending. Post procedure, the patient had a myocardial infarction. Ck and ck-mb rise without EKG changes and chest pain were noted as well. It was undetermined if the event was related to the implanted cypher stent. The event was resolved without sequel.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis.